Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 3000 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and loss of consciousness. Due to periods without consciousness and a prior unrelated brain injury, patient was unable to disclose details on medical treatment provided during hospitalization. Patient reported being discharged after spending 2 weeks in the hospital.